Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 64.1 cm, with the helix retracted clogged with blood/tissue. The reported events of damaged helix and loss of capture were not confirmed. X-ray showed that the inner coil inside the connector region was over torqued and consistent with procedural damage, while the helix was normal. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The lead was otherwise normal.

Manufacturer narrative:
Patient code should have been "2114 - twiddler's syndrome"

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the right ventricular lead was not capturing at maximum output. The lead was removed, and it was discovered that the lead had dislodged. Additionally, it was noted that the helix was retracted and the suture sleeve was not secure in the pocket. Twiddler's syndrome is suspected. The patient was in stable condition throughout.